Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the adverse event which warranted antibiotic therapy. However, there is no allegation nor any objective evidence or indication the liberty select cycler malfunctioned, or product issues caused or contributed to a serious adverse event. Based on the available information, the cause of the patient¿s peritonitis can be reasonably associated with touch contamination. Per the pdrn, the etiology of the peritonitis is escherichia coli, an organism that has been associated with those with weakened immune systems and those patients utilizing pd therapy. Additionally, it is well established that those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported experiencing cloudy pd effluent when draining manually. During follow-up, the peritoneal dialysis registered nurse (pdrn) reported that the patient was also experienced a low- grade fever, and as a result, the patient went to the emergency room. The patient was prophylactically treated for suspected peritonitis with 1 gram of vancomycin intraperitoneal(ip) after collection of a sample of pd effluent for culture and cell count. The patient did not require hospital admission. The patient¿s pd effluent culture subsequently yielded growth of escherichia coli (e coli) with white blood cell (wbc) count of 92 confirming peritonitis. The pd nurse stated that the patient is currently on vancomycin (2 grams weekly) and cefepime (I gram daily) intraperitoneal (ip) and ciprofloxacin (500 mg by mouth) daily for two weeks on an outpatient basis. Per the pdrn, the patient is recovering and continues pd treatment without further reported issues. The pdrn reported that the patient denied having any fluid leaks or any liberty select cycler or liberty cycler set product issues or malfunctions related to this peritonitis event. Per the nurse, touch contamination is the suspected cause of the peritonitis and reportedly, the patient will undergo reteaching.